Event description:
A small piece of the 1.5mm mitek versaloop suture anchor instrument broke off in the glenoid bone of the left shoulder. X-ray confirmed metal piece in the bone. Doctor is aware of the metal in the bone and chose to leave it in. FDA safety report ID# (B)(4).